Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the packaging of the lite sleeves was damaged. Additional information provided stated that the lite sleeves were broken as well. This issue was discovered upon opening the boxes.

Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A photograph was submitted for evaluation and based on the digital image it was possible to confirm the reported condition; the film and lite sleeves were broken. Although a fed ex label was generated for a return of the physical sample, an actual shipment was never initiated. The potential root cause for the condition is that the material was trapped while sealing the package causing the package to rupture and subsequently resulting in a broken component. A quality alert was initiated to notify to personnel of the condition reported by the customer. A change was made to the inspection level from normal to a heightened level. These changes have been implemented.